Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A non-bsc guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a non-bsc balloon catheter several times. Subsequently, a 24 x 2.50 promus premier stent was advanced but failed to cross the lesion. Additional dilation was performed and the stent was re-advanced to the lesion; however, resistance was encountered. The device was removed smoothly without resistance. Upon inspection of the device, the distal edge of the stent was noted to be lifted. The procedure was completed with a 2.25mm promus premier&#10259;tent. No patient complications were reported and the patient's status was good.